Event description:
Report received from rn that the pt connector of a homechoice set separated from the minicap transfer set during use by a home pt. The pt reportedly reconnected the pt connector to the transfer set and subsequently developed peritonitis. No further information regarding this event is known at this time.